Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2021. This addressed the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time due to their ipg no longer being able to hold a charge. As a result, the patient's ipg has become inoperable. In turn, the patient plans to undergo surgical intervention.